Event description:
It was reported that the patient presented with acute right leg ischemia. Angiography revealed an occlusion with significant thrombus of an unspecified previously placed right popliteal stent. A perforation occurred in the distal popliteal during injection. A 5.0 x 50 non-abbott stent was implanted with prolonged post dilatation. Continued contrast extravasation was noted and more ballooning was performed. However, the perforation was not completely sealed and a 4.0 x 19 mm graftmaster stent was implanted. Angiography noted that the perforation appeared completely sealed. Due to extensive residual thrombosis, a thrombolytic infusion catheter was placed. The infusion catheter was left to infuse overnight and it was planned to re-evaluate the patient the next morning. The next day, angiography revealed significant residual thrombus. The perforation, which had been sealed with the graftmaster and non-abbott stents was noted to have re-opened. A 3.0 x 19 mm graftmaster stent was implanted and post dilated. And a 5.0 x 10 non-abbott stent was implanted more proximally in the right popliteal, and a 5.0 x 15 mm non-abbott stent was implanted overlapping the other non-abbott stent proximally. The perforation was noted to be sealed and the infusion catheter was replaced and the patient was planned to be re-evaluated again the following day. The following day, residual thrombus was noted in the mid right superficial femoral artery (sfa) and within the non-abbott stents in the tibial peroneal trunk. The infusion catheter was advanced further into the tibial peroneal trunk and thrombolysis was restarted. The patient was transferred back to the ICU for further management, including more thrombolysis. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. The device remains in the patient. A follow up will be submitted with all relevant information.